Manufacturer narrative:
The field service representative went to the customer site and confirmed the sample pipettor was not well aligned. Following the visit, the instrument was working fine. The customer will not provide further information for further investigation.

Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result was 3.2 miu/ml and the repeat result was > 10000 miu/ml. The repeat result was reported outside the laboratory. The patient was not adversely affected. The hcg+b reagent lot number was 1750980. The expiration date was requested, but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. From the provided data, the issue with the misaligned sample pipettor found by service was the most likely cause.

Manufacturer narrative:
This event occurred in (B)(6).